Manufacturer narrative:
Investigation: no product is at hand, therefore an investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available, it is not possible to determine a possible root cause for the failure. We assume that the failure is not product related. Rationale: due to the lack of information and the circumstance that we did not receive any device for investigation, it is not possible to determine a conclusion and root cause for the mentioned failure. According to the quality standard and DHR files, a material defect and production error can be excluded. There are no indications of a material problem . It could be possible that there were problems with the cement technique. Potential sources of faults relating to the cement: the processing time of the cement was exceeded. Incorrect temperature. Unfavorable storage of the cement. The age of the cement. Incorrect handling of the cement. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Date of event is unknown at the time of this report. Date of explant is unknonw at the time of this report. (B)(4). Investigation is on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a patient underwent a primary knee replacement surgery on (B)(6) 2018. Subsequent to that procedure, it was determined that the cement did not appropriately bond to the prosthesis, which resulted in a knee revision surgery. The date of the revision surgery was not provided. Additional information has been requested and has not been provided at the time of this report. All medwatch reports submitted related to this incident include: 9610212-2018-00608. Involved components are reported as concomitants: nn210 / columbus cr dd glid.surface t1/1+ 10mm / batch number: 52388669; nn261z / as tibial obturator d12mm / batch number: 52405534; nx042 / patella 3-pegs p2 / batch number: 52294458.